Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the cause of not being able to turn medication down to what she wanted on (B)(6)2018 was due to the concentration of the medication in pump. No further complication was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine 10mg/ml at 0.5mg/day via an implantable pump. The indications for use were non-malignant pain and chronic low back pain. It was reported the patient wanted to be weaned from therapy. The patient¿s rate was decreased from 0.5mg/day of morphine on the lowest dose of simple continuous the pump would deliver (concentration 10mg.ml) to minimum flow rate. When this was done the patient experienced severe withdrawal symptoms and had to seek treatment at the ER (emergency room). The environmental, external, or patient factors that may have led or contributed to the issue was decrease in narcotic dosing in pump. There were no diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the patient was returned to 0.5mg/ml per day and symptoms resolved. The patient was seeking a clinic to assist in changing the concentration of drug in her pump to continue her wean completely off the pump. Surgical intervention did not occur and was not planned. It was indicated that the healthcare provider would not have further information regarding the event. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported. Additional information was received from the consumer. It was reported that the pump's battery was failing and was due to be replaced in (B)(6) 2018. The patient was getting the pump extracted. On (B)(6) 2018, an healthcare provider (hcp) turned her pump down a small amount which was thought to be 14%. The hcp couldn't get the 8840 physician programmer to turn the medication down to what she wanted. On (B)(6) 2018, the patient had her second turn down. The hcp read the amount of decrease wrong and approved it. The patient was never told the amount of decrease and went into withdrawal six hour after the change. The symptoms included nose running, vomiting, diarrhea, chills and chest hurting a little bit. She went to the hospital at 9:30 pm on (B)(6) 2018 and was given 4 mg of morphine. The patient woke up at 6 am on (B)(6) 2018 and went to the hospital at 7 am. Hcp at the hospital said they turned her pump from full rate to a minimal rate. The patient was given medication for withdrawal symptoms. The hcp wanted the patient to have the pump cut out and manage her with oral medication after removal. The patient did not want to do that because she had other health issues and a heart murmur. She wanted to be weaned off the drugs through the pump before removal. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from the healthcare professional who reported that there was no issue. The patient could not tolerate the withdrawal symptoms; it was not life threatening; and the pump was turned up. The withdrawal was due to weaning of the pump. The patient was aware they were weaning the pump due to the patient wanting it explanted. No further complications were reported/anticipated.